Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device breakage ('persistence of essure material despite ablation') and pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), visual acuity reduced ("decrease in visual acuity") and hypoacusis ("decrease auditory acuity"). The patient was treated with surgery (ablation in 2018 and subtotal interadnexal hysterectomy by laparoscopic method). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, pelvic pain, visual acuity reduced and hypoacusis outcome was unknown. The reporter provided no causality assessment for device breakage, hypoacusis, pelvic pain and visual acuity reduced with essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: persistence of essure material. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality-safety evaluation of ptc. On 9-aug-2019: no new information no lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device breakage ('persistence of essure material despite ablation') and pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), visual acuity reduced ("decrease in visual acuity") and hypoacusis ("decrease auditory acuity").on (B)(6) 2019, the patient was found to have device expulsion ("essure fragment was removed from uterus") the patient was treated with surgery (ablation in 2018 and subtotal interadnexal hysterectomy by laparoscopic method). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, visual acuity reduced and hypoacusis outcome was unknown and the device expulsion had resolved. The reporter provided no causality assessment for device breakage, device expulsion, hypoacusis, pelvic pain and visual acuity reduced with essure. The reporter commented: essure was not placed by reporting facility. Breakage of implant was diagnosed peri-operatively on (B)(6) 2019 via x-ray despite ablation in 2018 (no further information provided). Essure was removed by patient's request via subtotal hysterectomy with adnexal conservation and all broken parts were recovered from uterus. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: persistence of essure material. Device breakage confirmed.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: essure breakage questionnaire was received: breakage of implant was diagnosed peri-operatively on (B)(6) 2019 via x-ray (persistence of essure material despite ablation in 2018). Essure was removed by patient's request via subtotal hysterectomy with adnexal conservation and all broken parts were recovered from uterus (new event was added). No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of device breakage ('persistence of essure material despite ablation ') and pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), visual acuity reduced ("decrease in visual acuity") and hypoacusis ("decrease auditory acuity"). The patient was treated with surgery (ablation in 2018 and subtotal interadnexal hysterectomy by laparoscopic method). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, visual acuity reduced and hypoacusis outcome was unknown. The reporter provided no causality assessment for device breakage, hypoacusis, pelvic pain and visual acuity reduced with essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: persistence of essure material. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.